Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph and one video of a guidewire were returned for evaluation. An initial visual observation of the photograph showed a bend in the guidewire near its tip. The weld tip was observed to be present and appeared to be intact. No further details of the damage could be seen in the returned photograph due to the quality of the image. An initial visual observation of the video showed a guidewire entering and passing through a 21 g introducer needle without difficulty; however, one the proximal end of the guidewire entered the hub of the need, resistance was apparently met, and additional force was required to pull the guidewire the rest of the way out of the introducer needle. No damage could be seen on the guidewire in the returned video. While the cause of the damaged guidewire could not be determined from the returned photograph or video, possible causes include damage during packaging, handling, or use; however, the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A batch history review (bhr) of refv0807 showed 6 other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer during the outpatient PICC puncture process, the puncture needle was caught at the end of the guide wire, and the puncture point is pressed at the same time, the puncture needle was withdrawn slowly, no injury was caused, and re-puncture was avoided. Carefully observed a barb at the end of the guidewire. 1/23/2023 - the returned guidewire exhibited a kink. No other information was provided.